Manufacturer narrative:
A product investigation was completed: the received screw is indeed broken off at the screw head as mentioned in the complaint description. Also clearly visible that after the breakage from the screw head, this got badly damaged through the pliers by removal, as described in complaint description (when the surgeon tried to remove the screw from bone). But the screw head (missing) we did not receive back for investigation. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. To measure the position of the involved section, isn't possible because of the damage and the missing screw head. Based on these findings and the received information, it is likely that during the operation an application error may have taken place. No product fault could be detected; no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not implanted or explanted. (B)(6). (B)(4) one plate hole was left unoccupied, which was not in the original surgical plan. Also, it is unknown if fragments from the broken screw were generated. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 15, 2014 - expiry date: december 1, 2024. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the non-sterile documents was conducted as well: part 402.214 / lot 9236745, manufacturing location: (B)(4) - manufacturing date: october 31, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery to treat a clavicle fracture was conducted on (B)(6) 2016. The surgeon experienced difficulty inserting a 2.7mm titanium locking screw into the most proximal hole of the clavicle plate's distal region. The surgeon felt strong resistance during the screw insertion and then heard a clicking sound from the torque limiter. At that point, the screw would not go further. The surgeon inferred that the inserted the screw was placed in the wrong direction of the pre-drilled hole. The decision was made to remove the screw. However, the screw kept idling counterclockwise as the surgeon attempted to remove it using a screwdriver with torque limiter. Subsequently, the surgeon decided to use pliers to remove the screw. Upon removal, the screw head was found to be broken. Alternate screws were available for use and were successfully locked into the plate's two (2) most proximal holes. However, there was no screw inserted in the problem hole. The surgery was extended for a total of ten (10) minutes. No additional information is available. This report is 1 of 1 for (B)(4).